Event description:
This event was captured based on literature review of the abstract: economic analysis of stent platforms: cost-effectiveness of the platinum chromium promus element compared to cobalt chromium promus/xience versus everolimus-eluting stents. The platinum chromium everolimus-eluting stents (ptcr-ees) were compared to the cobalt chromium everolimus-eluting stents cocr-ees) in the randomized controlled platinum trial. Xience v stents were used in this study. The 2 year clinical outcomes were as follows: in-stent restenosis requiring total vessel revascularization (tvr) (4.3% vs. 5.4%). Bailout stent needed (3.1% vs. 4.2%). Myocardial infarction (% unknown). Cardiac death (% unknown). No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication ((B)(4) 2013). Date of implant estimated as 2 years prior to publication ((B)(4) 2011). There were no reported product deficiencies. The reported patient effects of dissection, myocardial infarction, and stenosis/restenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional adverse patient effect of death referenced in is being filed under a separate medwatch report#. .